Manufacturer narrative:
Eval completed. One dp9733 I/a tip, lot 022513, was returned. Visual inspection found the assembly has particulates visible on the tip. However, microscopic examination did not find any burrs. A functional test was performed using a sample I/a hand piece. The tip functioned as intended. The cause of the reported problem could not be determined.

Event description:
User facility in (B)(6) reported during surgery, the anterior capsule in anterior capsule and a small hole in posterior capsule. The vitreous prolapse was not big; however, a vitrectomy was performed on the side of caution. An iol was implanted inside the capsule without suture. The surgery was delayed around 10 minutes. There was no impact to the patient's sight.